Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided it is alleged the patient experienced inflammation, necrosis, abscess formation, recurrence and pain. Recurrence and inflammation are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient has a ventrio hernia patch, implanted to repair a ventral incisional hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the previously placed bard mesh that has allegedly caused inflammation, necrosis, and abscess formation. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided it is alleged the patient experienced inflammation, necrosis, abscess formation, recurrence and pain. Recurrence and inflammation are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, hematoma, abdominal pain, abscess, necrosis, infection, scar tissue and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hematoma as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient has a ventrio hernia patch, implanted to repair a ventral incisional hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove the previously placed bard mesh that has allegedly caused inflammation, necrosis, and abscess formation. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with chronically incarcerated ventral incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿adhesions of the bowel to the sac was removed and the excess sac was excised. The liver was adherent to the defect was freed. Ventrio mesh was placed on the defect and sutured.¿ (B)(6) 2014 - patient underwent CT examination due to abdominal pain. (B)(6) 2015 - patient was diagnosed with infected mesh, recurrent hernia, liver hemorrhage and abscess drainage thereby underwent open repair with removal of ventrio mesh. Per operative notes, ¿severe scarring and adhesions were noted. The mesh was identified and purulent material was noted on both sides. Further dissection around the mesh demonstrated cavities filled with what was most likely old hematoma. The mesh was freed from the abdominal wall.¿ attorney alleges that the patient had abscess, infection, pain, chronic draining sinus cavities, dissection around mesh demonstrated cavities filled with old hematoma, inflammation, necrosis and severe scarring.